Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock is verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
It was reported that the recipient's device was explanted for a technology upgrade. The recipient was reimplanted with another advanced bionics cochlear implant.